Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident dissection, listed in the xience IFU, is a known adverse event associated with coronary stenting, but not an indication of a product quality issue and there was no report of a device malfunction. Dissection can be influenced by several factors, but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other)" a conclusive root cause cannot be determined.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that during the deployment of the first xience v stent a proximal dissection occurred. A second xience v stent was deployed to treat the dissection. No additional event or pt info is available.